Event description:
A territory manager contacted zoll customer support to report that one of her patient service representatives could not connect the electrode belt to the monitor during fitting of a (B)(6) old male patient. The patient was provided with a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (belt connection (pins)) has been confirmed. Upon evaluation, the pins in the electrode belt's trunk cable connector were bent in a swirl pattern. The root cause for the bent pins cannot be positively identified but was likely due to the connector being forced into the monitor while the pins were misaligned. No adverse event resulted from the defective electrode belt connector. The patient received a replacement electrode belt.